Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received black spot on the screen and it was difficult to read. Customer¿s blood glucose level was unknown. Customer stated that the battery life diminished and grinding noise during rewind as well as insulin pump rewind slower. Customer troubleshoot was not performed. The product will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test, a21 error test, rewind test and displacement test or verify weak battery alarm and grinding noise during rewind due to blank display. (B)(4).